Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had the forceps wire cut. Inspection and testing of the returned device found the adhesive part of the lighting lens was peeling off, causing a gap in the glued end or dirt entering the lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found cuts on the forceps wire, the bending angle was insufficient, the angle knob had play, the bending angle in the up direction was out of standard due to deformation of the bending tube, scratches were found on the insertion tube, there was dirt on the insertion tube that could not be removed, the curved rubber adhesive was missing, there were scratches on the curved rubber adhesive, scratches were found on the tip cover, the illumination lens was cracked, the adhesive was coming off the lighting lens, scratches were found on the operation part, there was dirt on the operation part that could not be removed, the suction cylinder was scraped, scratches were found on the operation unit cover, scratches were found on the up/down knob, scratches were found on the up/down angle fixing lever, scratches were found on the right/left knob, scratches were found on the grip, the forceps plug cap had been scraped off, scratches were found on the universal cord, scratches were found on the operation part side of the universal cord, scratches were found on the scope connector, and there were scratches on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens glue peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.